Event description:
Three additional batteries were added to the event due to they were found in the logfiles tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: unk-battery h6: FDA method code(s): b15,b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: yes h4: mfg date: 05-dec-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2018 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: yes h4: mfg date: 30-jun-2017, h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2018 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: yes h4: mfg date: 30-jun-2017, h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 one (1) controller ((B)(6)) was returned for evaluation. Four (4) batteries ((B)(6)), and one battery with unknown serial number) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period; however, review of the data log file revealed several momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone and may have contributed to the reported power disconnect. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. (B)(6) was lubricated prior to release. The most likely root cause of the reported event can be attributed to momentary disconnections due to temporary corrosion of the c ontroller-port/power-source pins. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery model #: unk / expiration date: unk / serial #: unk UDI #: asku device evaluated: no. Mfg date: unk labeled for single use: no. Patient ime code(s): (B)(4) imf code(s): (B)(4) img code(s): (B)(4) FDA device code(s): (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power disconnect alarm despite the connected battery indicating three green lights. The controller will be replaced and the battery remains in use. No patient complications have been reported as a result of this event.